Manufacturer narrative:
(B)(4). The results of this investigation concluded the carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position; the anchor and collagen were not returned. The suture distal end strands were even, consistent with cutting and inconsistent with the complaint description. The overall device condition was consistent with deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the reported anchor detachment remains unknown. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
During the pullback step using a 6f angio-seal vip, the anchor detached from the suture and remained in the patient. Manual compression was used to achieve hemostasis. The anchor had to be retrieved from the patient via surgical intervention.